Event description:
As reported, when the smart control 6x60 was taken out, it was found that the head-end of the stent was partially released after being put into the body. It failed to be pulled back , so it was abandoned. The case was completed with the use of a new smart stent. That stent was released with good wall apposition. There was no reported injury to the patient. The product was stored per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or the stent delivery system. The target lesion diameter was measured to be 8mm. The lesion was severely calcified and had severe tortuosity. The lesion had a 90% stenosis. A 6f non-cordis sheath was used for the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. It was noted that unusual force was used during deployment. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: when the smart control 6x60 was taken out, it was found that the head-end of the stent was partially released after being put into the body. It failed to be pulled back , so it was abandoned. The case was completed with the use of a new smart stent. That stent was released with good wall apposition. The target lesion diameter was measured to be 8mm. The lesion was severely calcified and had severe tortuosity. The lesion had a 90% stenosis. There was no reported injury to the patient. The product was stored per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or the stent delivery system. A 6f non-cordis sheath was used for the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. It was noted that unusual force was used during deployment. The product was returned for analysis. A non-sterile unit of product ses smart control 7x60 120cm stent delivery system was received coiled inside of a clear plastic bag. The unit was returned fully deployed and the stent was included in the shipment. Also, the locking pin was included. A kinked/bent condition was observed located approximately at 34 cm from the proximal end. No other outstanding details were observed. Per dimensional analysis the device was within specification. Functional analysis was not performed as the unit was returned fully deployed. A product history record (phr) review of lot 18043755 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - premature deployment¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a kink noted on the device during analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Slack removal a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target lesion site. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the access sheath or guiding catheter does not move during deployment. C. Ensure that the access sheath or guiding catheter does not move during deployment. C. Remove locking pin from handle. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the target lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed hub position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to open the stricture, the more distal stent should be placed first. Overlap of sequential stents is necessary but the amount of overlap should be kept to a minimum. D. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow in figure 2) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, when the smart control 6x60 was taken out, it was found that the head-end of the stent was partially released after being put into the body. It failed to be pulled back , so it was abandoned. The case was completed with the use of a new smart stent. That stent was released with good wall apposition. There was no reported injury to the patient. The product was stored per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or the stent delivery system. The target lesion diameter was measured to be 8mm. The lesion was severely calcified and had severe tortuosity. The lesion had a 90% stenosis. A 6f non-cordis sheath was used for the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. It was noted that unusual force was used during deployment. The device will be returned for evaluation.

Event description:
As reported, when the smart control 6x60 was taken out, it was found that the head-end of the stent was partially released after being put into the body. It failed to be pulled back , so it was abandoned. The case was completed with the use of a new smart stent. That stent was released with good wall apposition. There was no reported injury to the patient. The product was stored per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty noted while flushing the stopcock or the stent delivery system. The target lesion diameter was measured to be 8mm. The lesion was severely calcified and had severe tortuosity. The lesion had a 90% stenosis. A 6f non-cordis sheath was used for the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. It was noted that unusual force was used during deployment. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.